Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there were deflating issues. The catheter was difficult to deflate and resistance was felt upon removing water from the balloon. It allegedly took three hours to remove the catheter. The catheter was pulled and finally removed. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that there were deflating issues. The catheter was difficult to deflate and resistance was felt upon removing water from the balloon. It allegedly took three hours to remove the catheter. The catheter was pulled and finally removed. No patient injury was reported, and no medical intervention was required.